Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the inspection of the loaner kit in the zb (B)(6) warehouse, it has been detected that the tip of the piece is broken. No patient involved. No surgery occurred. The event occurred during a kit inspection in warehouse. No customer has complained about it. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h4; h6. Visual examination of the provided pictures identified the device to be fractured as reported. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
A g7 depth gauge, part # 110010717 from lot 410764, was returned and evaluated against the complaint. Visual inspection found the tip of the depth gage to be fractured. The fractured tip was not returned. Scratching and discoloration are present on the handle. Scratching was also observed on the shaft and depth measuring feature. The additional information does not change the outcome of the previous investigation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.